Event description:
Sheath kinked in rfa, dr tried to straighten it out using dilator. The wire still did not move freely so he removed the sheath and found the dilator had perforated thru the side of the sheath resulting in right iliac dissection. Procedure terminated, pt sent to CT scan.